Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used. The event can be detected by following the instructions for use (IFU) which state: operation manual includes the detection way in chapter 3 preparation and inspection of the forceps elevator mechanism. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
(B)(6). The device was returned and evaluated, the evaluation found the adhesive around the plastic distal end and forceps elevator peels off due to shock caused by dropping and knocking the endoscope to a hard surface or object. In addition, other findings are as follows: the light guide rod lens were cracked; distal end lens and charged coupled device(ccd) cover lens glue chipped; bending section cover porous; bending tube deformed; connecting tube scratched- air/water and suction cylinder nut paint peeled off; universal cord scratched; pay in angulation, and angulation is out of specification; insertion tube pipe was torn; ccd unit cable was too short and the elevator did not bend. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during the procedure, there was an issue with incising the papilla; the elevator did not bend on the evis exera duodenovideoscope. The procedure was slightly prolonged, without the need for prolonged anesthesia. The procedure was completed using another device. There was no patient harm associated with the event. The device was returned and evaluate, glue had peeled off at the distal end. This MDR is being submitted to capture the reportable malfucntion found during the device evaluation.